Event description:
It was reported that, "we were setting up for a gamma nail case to remove a lag screw on a gamma nail done a few yrs ago. I noticed the screwdriver was broken before the case started. We just removed the lag screw with a pair of pliers. I removed the screwdriver from the set."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.